Event description:
It was reported that while the external pulse generator (epg) was attached to a patient, the epg shutdown. There was no low battery indication prior to the shutdown. The battery was replaced with a new one, and there were no issues after the battery was changed. The next day the epg was exchanged for a new one. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the main pcb. Visual inspection verified broken retaining clip of the connector, no other anomalies were observed. Conclusion: the broken connector was not associated with the reported failure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the returned battery was not the manufacturer's recommended battery. No anomalies were observed during functional testing. It was noted that the flex tape lock mechanism on the printed circuit board (pcb) connector was broken. The flextape was securely fixed in position even though the lock mechanism was broken. (B)(4).